Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of cognitive changes.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced cognitive changes and an adverse event. Date of event is approximate. Patient reported that a friend checked on the patient after patient didn't show up to pick up his friend. Patient reported his symptoms as "coming to" and "barely consciously." Paramedics were dispatched. It's not know what treatment was provided by the paramedics, or if patient was transported to hospital. There was no alleged device malfunction. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.